Event description:
When scrub tech opened inner package to put gloves on notice gloves had many holes in them. Packages discarded, new gloves opened from different lot numbers. Case proceeded pt not involved, not in or suite.